Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, while inserting the cat6 into the sheath, the distal tip of the cat6 kinked. Therefore, the cat6 and sheath were removed. The procedure was complete using an indigo system aspiration catheter 8 (cat8) and a new non-penumbra sheath. There was no report of an adverse effect to the patient.